Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was that the pt inquired about MRI compatibility/MRI mode. Agent reviewed, requested information with the patient. Patient mentioned, during the call. That the controller got frozen the other day and that this was the second time that the issue had happened. Agent advised, the patient that resetting the controller would typically resolve the issue. Pt said, that they had reset the controller both times and that had resolved the issue. Agent had the pt reset the controller, during the call. Patient stated, that this was their third revision.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745 (serial#: (B)(6)), product type: 0201-programmer patient, implant date: n/a, explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.